Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that she had high blood glucose of over 200 mg/dl, but may have been due to surgery. The customer also indicated that the pump has a crack near the esc button and that a motor error and no delivery alarms were received. Troubleshooting was offered but the customer declined.